Manufacturer narrative:
Additional information: b5 - additional information: it was later reported the patient experienced elevated iop every visit after icl implantation. H11- manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
Claim #:(B)(4).

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (under 21yrs of age at date of implant) claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). It was reported that there is high vault. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.